Manufacturer narrative:
Date of event: estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of stenosis and angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the left anterior descending (lad) coronary artery, 80% stenosed lesion. Pre-dilatation as performed on the lad and a 2.75x38mm (1500275-38, 0030941) xience sierra stent was implanted, without a device issue reported. On (B)(6) 2021, the patient had been hospitalized and expressed experiencing chest pain with effort for the last 3 months. A treadmill stress test was had been performed with normal results. Per coronary imaging, tight, in-stent restenosis was observed in the 2.75x38mm xience sierra stent. Angioplasty was performed that day as treatment. The event resolved without sequela. No additional information was provided regarding this issue.